Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. This supplemental report is being submitted to inform that this case is a duplicate of report record (B)(4) and any further information will be reported under that record number.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion. This s-ICD was returned for analysis and no additional adverse patient effects were reported. This supplemental report is being submitted to inform that this case is a duplicate of report record (B)(4) and any further information will be reported under that record number.